Event description:
Pursuant to filing of form 3500-b, patient reserves all rights. Patient relied on statements made by manufacturer and affiliate organization(s) stating the medical device used for the treatment of"squamous cell carcinoma treatment (patients) don't have lo worry about permanent disfigurement, nerve damage or injury to muscles. According to a landmark clinical study, imaged-guided superficial radiotherapy (ig-srt) can and should be considered the first line non-invasive treatment for patients with nmsc (nonmelanoma skin cancer)". Patient is a 67 year old active male and is not a diabetic. Patient was treated by referenced medical device in a dermatology clinic. Patient received 20-treatments between (B)(6) 2022 and (B)(6) 2022. Treatment protocol was set al 3 treatments per week using a sensus srt-100 machine. Patient suffered tissue damage and tissue breakdown and was referred by attending dermatologist to a wound care specialist on (B)(6) 2022. Transferred treatment lo the university of (B)(6) on (B)(6) 2022. Diagnosis code: description: other specific disorders of the skin and subcutaneous tissue related to radiation; chronic venous hypertension (idiopathic) with ulcer of right lower extremity; venous insufficiency (chronic) (peripheral); non-pressure chronic ulcer of other part of right lower leg with fat layer exposed; lymphedema, not elsewhere classified; personal history of other malignant neoplasm of skin. Patient has undergone weekly treatments since (B)(6) 2022 consisting of débridement and application of bovine growth placenta (innova matrix) prior to transfer to university of (B)(6). Current treatment includes weekly débridement. Plus compound application (formulated for pain control, débridement and tissue growth) with daily application followed by primary and secondary wound dressing. As per medicare guidelines for chronic radiation damage requiring a 6-month waiting period, patient was encouraged to enter into hyperbaric oxygen treatment (hbot). Patient started hyperbaric oxygen treatment on (B)(6) 2022 and the tissue damage and breakdown remains severe and has not healed as of the filing of this FDA report 3500b.

Event description:
Additional information received from reporter on january 31, 2023 for reporter number mw5112670: patient is providing this update to MDR report number mw5112670, filed on 17-oct 2022. Manufacturer submitted a response to patient's voluntary report, report 3008513398-2022-00001, concluding FDA device problem code 2993 (ref. Annex a-dpc-2022), "adverse event without identified device or use problem". On (B)(6) 2022, patient wrote manufacturer advising them they should conduct a medical device validation for the treatment of squamous cell carcinoma (scc) in lower legs. Device validation should address FDA level 1 term "use of device problems", specifically, FDA dpc codes: 1126, 2017 and 1494. Patient urges FDA to investigate "off-label use" of this otherwise approved product, FDA authority granted within the 2023 omnibus appropriations bill to determine if certain uses should be banned under section 360f. Patient provides attachments showing sensus healthcare's claim the FDA indication for use is endorsed for this specific treatment. Patient submits contraindication statements for this treatment contained in topex inc. Predicate 501-k clearance (B)(4). MDR reports for srt-100 treatments; relate to leg injuries. Voluntary report mw5062365, manufacturer reports 3008513398: 2019-00001, 2019-00002, 2019-00004, and patient's voluntary report mw5112670 relate to leg injuries. Sensus healthcare form 3500 report investigations are limited to analysis of the device calibration, dpc code (B)(4). In the patient's (B)(6) 2022 letter to sensus healthcare, patient reported he found it statistically improbable there have been no adverse events reported since 2019 based on the expanded use of srt in the past 3-years. The form 3500-b voluntary reports mw5062365 (16-may 2016) and mw5112670 (17-oct 2022) provide detail with comparative adverse experiences. Patient has been treated at two different wound centers. Generalized comments indicate both wound centers treated lower leg srt damage in other patients. Additional literature, attached to this voluntary report states srt is contraindicated for treatment of scc in lower limbs. The only resource patient found advocating this treatment indication, was a study funded by sensus healthcare: this guideline recommendation is based on a single citation, which is an abstract for treatment results at an individual clinic, with average scc lesion size smaller than patient's lesion. The abstract has not been published; patient assumes it has not been peer reviewed. In fact, cognetta, consensus guideline co-author and sensus healthcare medical advisory board member, contradicts the lower limb guideline in an interview with skelsey, md, faad. Sensus healthcare internally acknowledges the known risk of treating lower limbs in sensus operating manual (drc-2016-012922). Patient requested a follow-up visit with the attending dermatologist on (B)(6) 2022. Patient submitted written communication to determine the root cause of the radiation injury from this device user facility. Device user facility organization is summarized. In summary, patient has been treated for the radiation induced injury by two wound centers since (B)(6) 2022. To date, patient has 66 treatment total wound care visits between 20-apr 2022 (initially dermatologist wound visits) to 24-jan 2023. On (B)(6) 2022, patient was admitted from (B)(6) for wound complications. Patient was discharged on (B)(6) 2022. 23 hyperbaric oxygen treatments (hbot), 2-hour sessions per treatment, insertion of ear tubes in each ear to tolerate hbot treatments. Patient is explicitly following instructions for primary and secondary wound dressing and use of compression wraps. Treatments are continuing, wound has not healed as of this report filing. Patient requested a follow-up visit with the attending dermatologist on (B)(6) 2022. Patient submitted written communication to determine the root cause of the radiation injury. Patient was informed the dermatologist selected the treatment protocol using accepted guidelines for effective treatment, stating "the protocol was correctly selected and in therapeutic range, dose, beam and margins were correct for pathology and clinical indication. The treatment protocol was reviewed by additional individuals. I (attending dermatologist) have not identified a specific reason for the outcome vs. Other patients I have treated on the lower extremity or cases I have reviewed. The tdf graphs are very detailed and provide dosing guidelines for specific parameters involved. The graphs are included in the srt 100 handbook but not developed by sensus". Following the (B)(6) 2022 office visit, dermatologist brought patient's case before an internal grand rounds committee, including the medical director and oncology radiology advisor for skin cure oncology as well as other participants that were not identified. "Their team (grand rounds) did review the protocol and treatment details both before as well as after the discussion but did not identify anything that would explain your outcome, there are recent regimens developed for risky areas that are increased to 24 or more fractions". Patient suspects dosage parameters are being developed by skin cure oncology, independently from sensus healthcare's control, however, patient cannot prove this factually. Patient reverts to the position expressed by mardosky et., al and cognetta, "unless other fraction schemes can achieve better outcomes, srt should not be used in lower legs". In the interest of patient safety, this patient is not confident the device has been validated for this treatment in a manner that proves an indication that is safe for use.

Event description:
Additional information received on 06/12/2023 from reporter for mw5112670. Patient is providing a final update report on mw 5112670, filed on 17-oct 2022, and previously updated on 31-jan 2023 with an additional update on 21-apr 2023. Adverse event reports documented the extent of the radiation injury (including hospitalization) caused by the sensus healthcare srt-100. The patient can report the open wound ulcer injury caused by the srt-100 has healed and persistent contact dermatitis has cleared except for some residual flare-ups. Patient revisited the decision to be treated by srt-100 and conducted further research on the consent forms provided by sensus healthcare, skin cure oncology and low country dermatology. Sensus healthcare has a duty to warn. Mw 5112670 documents this treatment is contraindicated, and the 31-jan 2023 update references that sensus healthcare internally acknowledges the known risk of treating lower limbs in its' sensus operating manual (drc-2016-012922). (31-jan 2023 update) prior to entering treatment, patient was referred to skin cure oncology's website, gentlecure.com. The patient took the information, on this website, associated with treatment risks literally. The risk statement is poorly written and grammatically misleading assessment omitting the known risks of treating scc in lower limbs (update 3). Skin cure oncology's commissioned study (update 3), "the treatment of non-melanoma skin cancer with image guided superficial radiation therapy: an analysis of 2917 invasive and in situ keratinocytic carcinoma lesions", yu et.al. 2020 references, table 6: "grade 3 (0.7%) and grade 4 (0.2%) toxicities" with a "limitation of results presented here is the shorter period of follow-up (mean follow-up of 69.8 ± 54.62 weeks) compared to earlier evaluations of srt." Despite the limitations, the total grade 3 and grade 4 toxicities are 0.9%. The mean diameter of the cancer types, in this study, was smaller (1.2 cm) than the patient's 2.5 x 2 cm scc site. The council for international organizations of medical sciences defines medical side effects: "rare" is 1 in 1,000 patients, 0.1%. Conversely, mw 5112670 update (31-jan 2023 update) documented mardorsky study showing 28% of lower legs developed delayed ulcerations that took up to 5 months to heal. The patient's consent form (update 3) warns of a "non-healing ulcer (rare)" with no reference to known risks (as shown in january 21, 2023 mw 5112670 update) for treating scc in lower extremities. By the manufacturer's service provider's own study, likelihood of a non-healing ulcer is greater than a rare side effect. A full disclosure of the known risk for treating scc in lower extremities is a minimal requirement to meet the manufacturer's duty to warn obligation. Patient tracked the cost of his treatment; the cost is over (B)(6). As a reminder, pursuant to the three FDA adverse event updates filed, patient reserves all rights.

Event description:
Additional information received from reporter on april 21, 2023 for reporter number mw5112670: patient is providing an additional update report to mw 5112670, filed on 17-oct 2022 and previously updated on 31-jan 2023. Sensus healthcare's initial report, 304167917 on 22-nov 2022, addressed device calibration, selecting FDA code 2993. Sensus healthcare has not responded to the patient addressing the 31-jan 2022 update confirming if they intend to conduct a device validation for the use of the srt-100 for the treatment of squamous cell carcinoma (scc) in lower legs. The patient's mw5112670 31-jan 2022 update included factual documentation attachments showing this treatment is contraindicated including references in the predicate 501-k clearance, k-063456, for topex inc. The patient expects a response from sensus healthcare addressing device validation for this treatment according to FDA level 1 terms (use of device problems), specifically FDA codes 1126, 2017 and 1494. This update documents the progression of the patient's injury through photographs. Photo 1 shows the injury caused by sensus healthcare srt-100 at 10 weeks after the completion of superficial radiation treatment (srt). Photo 2 shows the injury when the patient was first treated by a wound center, this was 16-weeks after the completion of srt. Photo 3 shows the patient's injury during hospital admittance for wound complications at 34-weeks after srt injury. Photo 4 shows the painful debridement and shows the depth of the injury caused by the sensus healthcare srt-100 medical device. Other similar photographic documentation of radiation damage in lower legs is shown in photo 5. These photos represent other patients suggesting it is prudent to conduct a device validation and determine if these injuries were also caused by the srt-100, the website reference is included. As of this update, sensus healthcare has made no changes to their claims amplified in attachment 1 of patient's 31-jan 2023 update, specifically, that "srt-100 has been cleared by the (FDA) for use on the entire body". FDA indication for use, 510(k) k150037 is silent on regions of the body cleared by the FDA. Sensus healthcare continues to advertise the srt-100 "works especially well on scc located on the legs", despite factual information to the contrary. The continuation of indication for use claims made by sensus healthcare should be suspended in the absence of a formal device validation to confirm the safety and efficacy of the treatment of scc in lower legs with the srt-100 medical device to prevent further injuries to other patients. Relevant tests and laboratory data reported on mw 5112670.

Event description:
Additional information received on 08/07/2024 from reporter for mw5112670. This report is a follow-up to patient's adverse event report mw-5112670, filed on 1-oct-2022, and previously updated on 21-apr-2023 and 06-jun-2023. Patient submits this response to sensus healthcare MDR report key (B)(4), which was not previously addressed by patient. This follow-up is submitted in the interest of patient safety. Sensus healthcare MDR report key (B)(4) limited the investigation to FDA device problem code 2993, addressing "problems associated with any deviations from the documented specifications of the device that relate to the limited durability of all materials used to construct device". Patient corresponded with sensus stating that a device validation was required for the treatment of squamous cell carcinoma (scc) in lower limbs. Pursuant to the facts submitted in the patients' voluntary FDA maude reports showing the treatment is considered contraindicated and sensus is aware of the increased risk of treating scc in lower limbs, detailed in their own operating manual. Sensus healthcare must address FDA device problem codes associated with the fitness for the intended purpose of the machine in the treatment of scc in lower limbs. Patient communicated with sensus, "the following FDA device problem codes must be addressed: device problem code 1126, problem associated with the use of device in terms of inappropriate or incorrect control settings or incorrect treatment parameters for the device's specified operation and/or intended use, device problem code 2017 problem associated with the device in terms of nonconforming to that device's intended use, specifications, procedures and process or service instructions and information provided by the device manufacturer, device problem code 1494 problem associated with the device which has been used for an unapproved indication or for an unapproved intended use". This report is submitted to address sensus healthcare's limited investigation and response. Sensus healthcare continues to state on their website: "the srt 100¿ has been cleared by the federal drug administration for use on the entire body..." FDA pre-market approval (PMA k150037) relates to predicate original clearance granted to topex, inc. In 2007. 510-k section 5.9 principles of operation references pannizzon and cooper, "radiation treatment and radiation reactions in dermatology", springer verlag, 2004, p75. The reference textbook lists contraindications for srt treatment, including "the region of the tibia, and to a lesser degree on the lower limbs in general, where the relatively poor blood supply and the likelihood of repeated trauma made the incidence of chronic radiodermatitis unacceptably high (p.70)". In the event future patients receiving treatment for scc in lower limbs experience non-healing injuries, this report highlights patient's written record encouraging a comprehensive device validation to address the fitness for purpose for treating this region of the body.